Event description:
It was reported that the iab was in use on a very agitated elderly pt. The pt was discovered with the catheter in his hand, and he was suspected to have been manipulating it back and forth. The central lumen of the iab was noted to be fractured, so it was removed from the pt. There were no associated complications.